Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') and fallopian tube abscess ('abscesses in both of my fallopian tubes') in a 34-year-old female patient who had essure (batch no. B71788-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test.". The patient's medical history included caesarean section in 2007, gastric bypass in 2005, diabetes and ovarian mass. Damage to her bowel, bladder, ureters, and other organs explained to her verbalized understanding.b. Concurrent conditions included overweight, restless leg syndrome, neuropathy, penicillin allergy, shellfish allergy, ovarian cyst, bowel adhesions, ovarian cyst ruptured, night sweat, hot flashes and vaginal dryness. Family history included ovarian cancer and breast cancer. Concomitant products included bisoprolol fumarate;hydrochlorothiazide (ziac), cyclobenzaprine since 2018, glimepiride since (B)(6) 2018, ketorolac tromethamine (toradol), sitagliptin phosphate (januvia) since (B)(6) 2018 and venlafaxine (venlax) since 2013. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced migraine ("migraines/migraines / headaches"). On (B)(6) 2014, the patient experienced back pain ("pain: back, chronic") and pelvic pain ("pain, pelvic pain"). On (B)(6) 2014, the patient experienced fallopian tube abscess (seriousness criterion medically significant) and iron metabolism disorder ("blood or heart disorder/condition type: iron disorder & anemic"). On (B)(6) 2015, the patient experienced premature menopause ("hormonal changes/changes describe: early menopause") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced anaemia ("blood or heart disorder/condition type: iron disorder & anemic"), hypersensitivity ("hypersensitivity"), bipolar I disorder ("psych injury/psychological or psychiatric problems condition: manic depressive disorder"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), headache ("headaches"), allergy to metals ("nickel allergy"), arthralgia ("knee pain"), depression ("depression"), abdominal pain ("abdominal pain"), hot flush ("hot flashes"), anxiety ("anxiety"), hypoaesthesia ("numbness") and paraesthesia ("tingling"). The patient was treated with surgery (hysterectomy (full), (uterus and cervix removed), bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, anaemia, bipolar I disorder, allergy to metals, arthralgia, depression, abdominal pain, hot flush, anxiety, hypoaesthesia and paraesthesia outcome was unknown and the fallopian tube abscess, back pain, iron metabolism disorder, hypersensitivity, cystitis, vaginal infection, premature menopause, migraine, headache, weight increased, menorrhagia, vaginal haemorrhage and pelvic pain had resolved. The reporter considered abdominal pain, allergy to metals, anaemia, anxiety, arthralgia, back pain, bipolar I disorder, cystitis, depression, device expulsion, fallopian tube abscess, headache, hot flush, hypersensitivity, hypoaesthesia, iron metabolism disorder, menorrhagia, migraine, paraesthesia, pelvic pain, premature menopause, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she underwent oophorectomy (bilateral) on (B)(6) 2015. Patient received treatment for pain, bleeding, bladder/urinary problem, hormonal changes, migraines, headaches and weight gain. Discrepancy noted in essure removal date - (B)(6) 2014 (hysterectomy) and (B)(6) 2015, (B)(6) 2015 (discrepancy noted per mr) discrepancy noted as per mr - essure insertion date (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') and fallopian tube abscess ('abscesses in both of my fallopian tubes') in a 34-year-old female patient who had essure (batch no. B71788-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test.". The patient's medical history included caesarean section in 2007, gastric bypass in 2005, diabetes and ovarian mass. Damage to her bowel, bladder, ureters, and other organs explained to her verbalized understanding.b. Concurrent conditions included overweight, restless leg syndrome, neuropathy, penicillin allergy, shellfish allergy, ovarian cyst, bowel adhesions, ovarian cyst ruptured, night sweat, hot flashes and vaginal dryness. Family history included ovarian cancer and breast cancer. Concomitant products included bisoprolol fumarate;hydrochlorothiazide (ziac), cyclobenzaprine since 2018, glimepiride since (B)(6) 2018, ketorolac tromethamine (toradol), sitagliptin phosphate (januvia) since (B)(6) 2018 and venlafaxine (venlax) since 2013. In 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced migraine ("migraines/migraines / headaches"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced back pain ("pain: back, chronic") and pelvic pain ("pain, pelvic pain"). On (B)(6) 2014, the patient experienced fallopian tube abscess (seriousness criterion medically significant) and iron metabolism disorder ("blood or heart disorder/condition type: iron disorder & anemic"). On (B)(6) 2015, the patient experienced premature menopause ("hormonal changes/changes describe: early menopause") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced anaemia ("blood or heart disorder/condition type: iron disorder & anemic"), hypersensitivity ("hypersensitivity"), bipolar I disorder ("psych injury/psychological or psychiatric problems condition: manic depressive disorder"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), headache ("headaches"), allergy to metals ("nickel allergy"), arthralgia ("knee pain"), depression ("depression") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full), (uterus and cervix removed), bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, anaemia, bipolar I disorder, allergy to metals, arthralgia, depression and abdominal pain outcome was unknown and the fallopian tube abscess, back pain, iron metabolism disorder, hypersensitivity, cystitis, vaginal infection, premature menopause, migraine, headache, weight increased, menorrhagia, vaginal haemorrhage and pelvic pain had resolved. The reporter considered abdominal pain, allergy to metals, anaemia, arthralgia, back pain, bipolar I disorder, cystitis, depression, device expulsion, fallopian tube abscess, headache, hypersensitivity, iron metabolism disorder, menorrhagia, migraine, pelvic pain, premature menopause, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she underwent oophorectomy (bilateral) on (B)(6) 2015. Patient received treatment for pain, bleeding, bladder/urinary problem, hormonal changes, migraines, headaches and weight gain. Discrepancy noted in essure removal date - (B)(6) 2014 (hysterectomy) and (B)(6) 2015, (B)(6) 2015 (discrepancy noted per mr) discrepancy noted as per mr - essure insertion date (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Lot number reported (b71788 ) is invalid. Most recent follow-up information incorporated above includes: on 3-jan-2020: update of information (batch is invalid). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') and fallopian tube abscess ('abscesses in both of my fallopian tubes') in a 34-year-old female patient who had essure (batch no. B71788) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test." The patient's medical history included caesarean section in 2007, gastric bypass in 2005, diabetes and ovarian mass. Damage to her bowel, bladder, ureters, and other organs explained to her verbalized understanding. B. Concurrent conditions included overweight, restless leg syndrome, neuropathy, penicillin allergy, shellfish allergy, ovarian cyst, bowel adhesions, ovarian cyst ruptured, night sweat, hot flashes and vaginal dryness. Family history included ovarian cancer and breast cancer. Concomitant products included bisoprolol fumarate;hydrochlorothiazide (ziac), cyclobenzaprine since 2018, glimepiride since (B)(6) 2018, ketorolac tromethamine (toradol), sitagliptin phosphate (januvia) since (B)(6) 2018 and venlafaxine (venlax) since 2013. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced migraine ("migraines/migraines / headaches"). On (B)(6) 2014, the patient experienced back pain ("pain: back, chronic") and pelvic pain ("pain, pelvic pain"). On (B)(6) 2014, the patient experienced fallopian tube abscess (seriousness criterion medically significant) and iron metabolism disorder ("blood or heart disorder/condition type: iron disorder & anemic"). On (B)(6) 2015, the patient experienced premature menopause ("hormonal changes/changes describe: early menopause") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced anaemia ("blood or heart disorder/condition type: iron disorder & anemic"), hypersensitivity ("hypersensitivity"), bipolar I disorder ("psych injury/psychological or psychiatric problems condition: manic depressive disorder"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), headache ("headaches"), allergy to metals ("nickel allergy"), arthralgia ("knee pain"), depression ("depression") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full), (uterus and cervix removed), bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, anaemia, bipolar I disorder, allergy to metals, arthralgia, depression and abdominal pain outcome was unknown and the fallopian tube abscess, back pain, iron metabolism disorder, hypersensitivity, cystitis, vaginal infection, premature menopause, migraine, headache, weight increased, menorrhagia, vaginal haemorrhage and pelvic pain had resolved. The reporter considered abdominal pain, allergy to metals, anaemia, arthralgia, back pain, bipolar I disorder, cystitis, depression, device expulsion, fallopian tube abscess, headache, hypersensitivity, iron metabolism disorder, menorrhagia, migraine, pelvic pain, premature menopause, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she underwent oophorectomy (bilateral) on (B)(6) 2015. Patient received treatment for pain, bleeding, bladder/urinary problem, hormonal changes, migraines, headaches and weight gain. Discrepancy noted in essure removal date - (B)(6) 2014 (hysterectomy) and (B)(6) 2015, (B)(6) 2015 (discrepancy noted per mr). Discrepancy noted as per mr - essure insertion date (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Most recent follow-up information incorporated above includes: on 5-dec-2019: pfs received - lot number added. New events migration of essure device location of device: uterus, abnormal bleeding (menorrhagia), abnormal bleeding (vaginal), nickel allergy, pain, pelvic pain, abscesses in both of my fallopian tubes, abdominal pain, knee pain and depression were added. Event hormone level abnormal updated with premature menopause and psychological trauma updated with bipolar I disorder. Outcome of the events were updated. Event heart disorder updated to iron disorder. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('pain: back, chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test." On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), cardiac disorder ("heart disorder"), anaemia ("anemia"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), migraine ("migraines,") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2014. At the time of the report, the back pain, cardiac disorder and psychological trauma outcome was unknown and the anaemia, hypersensitivity, cystitis, vaginal infection, hormone level abnormal, migraine, headache and weight increased had resolved. The reporter considered anaemia, back pain, cardiac disorder, cystitis, headache, hormone level abnormal, hypersensitivity, migraine, psychological trauma, vaginal infection and weight increased to be related to essure. The reporter commented: she underwent oophorectomy (bilateral) on (B)(6) 2015. Patient received treatment for pain, bleeding, bladder/urinary problem, hormonal changes, migraines, headaches and weight gain. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received: case has became incident. Previously reported event injury was replaced with new events added: pain: back, blood disorder, heart disorder, anemia, hypersensitivity, psych injury, bladder infection, vaginal infection, hormonal changes, migraines, headaches, weight gain and she did not undergo an essure confirmation test. Reporter information was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') and fallopian tube abscess ('abscesses in both of my fallopian tubes') in a 34-year-old female patient who had essure (batch no. B71788-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test.". The patient's medical history included caesarean section in 2007, gastric bypass in 2005, diabetes and ovarian mass. Damage to her bowel, bladder, ureters, and other organs explained to her verbalized understanding.. Concurrent conditions included overweight, restless leg syndrome, neuropathy, penicillin allergy, shellfish allergy, ovarian cyst, bowel adhesions, ovarian cyst ruptured, night sweat, hot flashes and vaginal dryness. Family history included ovarian cancer and breast cancer. Concomitant products included bisoprolol fumarate;hydrochlorothiazide (ziac), cyclobenzaprine since 2018, glimepiride since (B)(6)2018, ketorolac tromethamine (toradol), sitagliptin phosphate (januvia) since (B)(6)2018 and venlafaxine (venlax) since 2013. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced migraine ("migraines/migraines / headaches"). On (B)(6) 2014, the patient experienced back pain ("pain: back, chronic") and pelvic pain ("pain, pelvic pain"). On (B)(6) 2014, the patient experienced fallopian tube abscess (seriousness criterion medically significant) and iron metabolism disorder ("blood or heart disorder/condition type: iron disorder & anemic"). On (B)(6) 2015, the patient experienced premature menopause ("hormonal changes/changes describe: early menopause") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced anaemia ("blood or heart disorder/condition type: iron disorder & anemic"), hypersensitivity ("hypersensitivity"), bipolar I disorder ("psych injury/psychological or psychiatric problems condition: manic depressive disorder"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), headache ("headaches"), allergy to metals ("nickel allergy"), arthralgia ("knee pain"), depression ("depression"), abdominal pain ("abdominal pain"), hot flush ("hot flashes") and anxiety ("anxiety"). The patient was treated with surgery (hysterectomy (full), (uterus and cervix removed), bilateral salpingo-oophorectomy). Essure was removed on (B)(6)2015. At the time of the report, the device expulsion, anaemia, bipolar I disorder, allergy to metals, arthralgia, depression, abdominal pain, hot flush and anxiety outcome was unknown and the fallopian tube abscess, back pain, iron metabolism disorder, hypersensitivity, cystitis, vaginal infection, premature menopause, migraine, headache, weight increased, menorrhagia, vaginal haemorrhage and pelvic pain had resolved. The reporter considered abdominal pain, allergy to metals, anaemia, anxiety, arthralgia, back pain, bipolar I disorder, cystitis, depression, device expulsion, fallopian tube abscess, headache, hot flush, hypersensitivity, iron metabolism disorder, menorrhagia, migraine, pelvic pain, premature menopause, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she underwent oophorectomy (bilateral) on (B)(6)2015. Patient received treatment for pain, bleeding, bladder/urinary problem, hormonal changes, migraines, headaches and weight gain. Discrepancy noted in essure removal date - (B)(6) 2014 (hysterectomy) and (B)(6) 2015, (B)(6) 2015 (discrepancy noted per mr) discrepancy noted as per mr - essure insertion date (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Lot number reported (b71788) is not valid. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: hot flashes and anxiety. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Reporter's information added. Event: hot flashes and anxiety were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') and fallopian tube abscess ('abscesses in both of my fallopian tubes') in a 34-year-old female patient who had essure (batch no. B71788-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test.". The patient's medical history included caesarean section in 2007, gastric bypass in 2005, diabetes and ovarian mass. Damage to her bowel, bladder, ureters, and other organs explained to her verbalized understanding.b. Concurrent conditions included overweight, restless leg syndrome, neuropathy, penicillin allergy, shellfish allergy, ovarian cyst, bowel adhesions, ovarian cyst ruptured, night sweat, hot flashes and vaginal dryness. Family history included ovarian cancer and breast cancer. Concomitant products included bisoprolol fumarate;hydrochlorothiazide (ziac), cyclobenzaprine since 2018, glimepiride since (B)(6) 2018, ketorolac tromethamine (toradol), sitagliptin phosphate (januvia) since (B)(6) 2018 and venlafaxine (venlax) since 2013. In 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced migraine ("migraines/migraines / headaches"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced back pain ("pain: back, chronic") and pelvic pain ("pain, pelvic pain"). On (B)(6) 2014, the patient experienced fallopian tube abscess (seriousness criterion medically significant) and iron metabolism disorder ("blood or heart disorder/condition type: iron disorder & anemic"). On (B)(6) 2015, the patient experienced premature menopause ("hormonal changes/changes describe: early menopause") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced anaemia ("blood or heart disorder/condition type: iron disorder & anemic"), hypersensitivity ("hypersensitivity"), bipolar I disorder ("psych injury/psychological or psychiatric problems condition: manic depressive disorder"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), headache ("headaches"), allergy to metals ("nickel allergy"), arthralgia ("knee pain"), depression ("depression"), abdominal pain ("abdominal pain"), hot flush ("hot flashes"), anxiety ("anxiety"), hypoaesthesia ("numbness") and paraesthesia ("tingling"). The patient was treated with surgery (hysterectomy (full), (uterus and cervix removed), bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, anaemia, bipolar I disorder, allergy to metals, arthralgia, depression, abdominal pain, hot flush, anxiety, hypoaesthesia and paraesthesia outcome was unknown and the fallopian tube abscess, back pain, iron metabolism disorder, hypersensitivity, cystitis, vaginal infection, premature menopause, migraine, headache, weight increased, menorrhagia, vaginal haemorrhage and pelvic pain had resolved. The reporter considered abdominal pain, allergy to metals, anaemia, anxiety, arthralgia, back pain, bipolar I disorder, cystitis, depression, device expulsion, fallopian tube abscess, headache, hot flush, hypersensitivity, hypoaesthesia, iron metabolism disorder, menorrhagia, migraine, paraesthesia, pelvic pain, premature menopause, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she underwent oophorectomy (bilateral) on (B)(6) 2015. Patient received treatment for pain, bleeding, bladder/urinary problem, hormonal changes, migraines, headaches and weight gain. Discrepancy noted in essure removal date - (B)(6) 2014 (hysterectomy) and (B)(6) 2015, 31mar2015 (discrepancy noted per mr) discrepancy noted as per mr - essure insertion date (B)(6)2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Lot number reported (b71788 ) is not valid concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: hot flashes and anxiety, numbness , tingling. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Reporter's information added. Event: numbness , tingling were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.